Event description:
A surgical technician reported that the haptic of an intraocular lens (iol) became stuck to the optic after insertion with the iol delivery system. Technician indicated that the patient was either injured or surgical intervention was required. However, no specific injury/intervention was identified. Additional information has been requested.